Event description:
Consumer's wife states that when she walked into the room, consumer was allegedly on the floor and the legs on the walker were broken. No other detail or reason of what happened has been provided. No injury is alleged.